Event description:
Territory business manager (tbm) stated that the end user sleeps in the fetal position a majority of the day on a 5410ivc full electric bed. User's daughter reported that the mattress appears to be sagging in the middle, end user is experiencing back pain.